Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and not returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe char on metal surface; the outer flow tubing exhibits severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported @ 54,329 joules of use and 18 minutes, the tip was loose. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome "ok" reported.